Event description:
During a case to treat a calcified cx, the mini vision stent dislodged from the balloon. A snare device was used to successfully remove the dislodged stent from the patient's body. Reportedly, there were no patient effects.